Event description:
It was reported while using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, 25 tubes were overfilled. There was no health impact or consequences reported.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). E.1. Initial reporter fax #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, 25 tubes were overfilled. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. A total of 20 retained samples were subjected to functional tests for draw volume, and all were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.